Manufacturer narrative:
Subject device is not available.

Event description:
The article provided patient outcome(s) for stent assisted coil embolization of unruptured middle cerebral artery (mca) aneurysms. Twenty-three (23) patients undergoing stent assisted coil embolization utilizing the neuroform stent from 2004 to 2009 were identified. There were four procedural complications; three ischemic events and one hemorrhage. One patient required retreatment. It was reported patient required retreatment, which was performed by repeated stent assisted coil embolization resulting in a y-stent configuration. No additional information available.

Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not reported. The subject device was not returned for analysis, therefore physical and functional evaluations could not be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
The article provided patient outcome(s) for stent assisted coil embolization of unruptured middle cerebral artery (mca) aneurysms. 23 patients undergoing stent assisted coil embolization utilizing the neuroform stent from 2004 to 2009 were identified. There were four procedural complications; three ischemic events and one hemorrhage. One patient required retreatment. It was reported patient required retreatment, which was performed by repeated stent assisted coil embolization resulting in a y-stent configuration. No additional information available.